Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted due to emergency backup battery alarms. The battery was exchanged which didn't resolve the alarms. The system controller was exchanged and the alarm resolved.